Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device is reportedly available for evaluation but has not yet been returned to gore.

Manufacturer narrative:
(B)(4). The explant analysis stated that the device was returned to w. L. Gore & associates for investigation. Submitted in formalin were two gore-tex® stretch vascular graft - axillobifemoral removable ringed fragments (vgf-1 and vgf-2). Vgf-1 was approximately 15 cm in length. The lumen was widely patent and largely devoid of tissue. The abluminal surface had an approximately 5mm wide tissue band along the length of the fragment consisting of loosely adherent multifocal soft tan brown tissue. There was a knotted blue suture located 1cm from one pole of vgf-1. Vgf-2 was approximately 2 cm in length and contains the manufactured portion of the bifurcation. Vgf-2 was completely devoid of tissue on the luminal and abluminal surfaces. There was a complete longitudinal transection along the wall opposite the bifurcation that occurred prior to arrival at w. L. Gore & associates. Histopathological examination of two cross sectional specimens (a and b) were collected from vgf-1. The microscopic appearance of the sections examined from the longer graft fragment are consistent with normal healing at this time point (~ 8 months) post implantation. The lumen was widely patent and the abluminal surface was covered by mature vascularized collagenous tissue with infiltration into the graft intertices. There was no evidence of seroma, the hydrofit material, mineralization, or infection. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all device fragments were examined for material disruptions with the aid of a stereomicroscope. Post digestion examination of the device fragments revealed multiple surface disruptions that are consistent with a surgical procedure whose timing regarding implant or explant could not be determined. No evidence of the hydrofit material on the abluminal surface was found using eds (energy-dispersive x-ray spectroscopy). Disruptions identified were not associated with handling or manufacturing process at wl gore and associates. The disruptions are consistent with a surgical procedure.

Event description:
On (B)(6) 2014, an axillobifemoral gore-tex® stretch vascular graft was used in a debranching surgery for tevar. In (B)(6) 2014, a seroma was observed on the graft between the graft bifurcation and the right axillary artery anastomotic site. A hemostatic agent was applied on the graft where the seroma was formed. The leakage of the serous fluid seemed to have stopped after the application of the hemostatic agent. In (B)(6) 2015, edema was observed around the graft area. But no re-intervention was performed. On (B)(6) 2015, a seroma was observed on the graft close to where the hemostatic agent was applied. The physician explanted the graft partially where the seroma was observed and replaced it with another vascular graft. As of (B)(6) 2015, the patient is doing well. No serous fluid leakage is observed.